Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range and insulin injections were used to address the bg level. After the alarm, the customer changed the cartridge and infusion site.